Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-hcv ii assay on a cobas e 801 analytical unit. Initial result: 0.963 coi. Since the initial result was in the borderline zone, it prompted the repeat of the sample (by triggering the e-flow repetition). 1st repeat result: 0.948 coi. 2nd repeat result: 0.929 coi. The customer performed the nucleic acid test (nat) technique for ribonucleic acid (rna) hcv, and the outcome was negative (non-reactive). No questionable results were reported outside the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The sample was consistent with being "false positive" for the elecsys anti-hcv ii. Polymerase chain reaction (pcr) and nucleic acid test (nat) were not detected. Single false positive results can occur and are covered by the specificity claim. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.